Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after implant procedure the patient's post operative hospital course was complicated by right ventricular (rv) failure that requiring open chest, acute kidney impairment (aki) requiring hemodialysis (hd), respiratory failure requiring tracheostomy, aspiration pneumonia/ acute respiratory distress syndrome (ards), malnutrition requiring gastrostomy-jejunostomy (gj) tube, fungemia and critical care myopathy. The patient made minimal progress over the course of weeks and months failing to wean from ventilator settings, failing to have renal recovery, and continued to be fungemia despite adequate treatment. Ultimately, a decision was made to decommission the left ventricular assist device (lvad). The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure, infection, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.